Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient thought their stimulator had stopped. They could not turn it on or off and it looked like the battery might be worn out. The patient was seeing this on their patient programmer. Inquiries were made regarding implantable neurostimulator (ins) longevity. During the call the patient connected the patient programmer to the ins. At first the patient stated that they saw the empty battery screen but buttons were pressed so that it was unclear what the patient was actually seeing. Later during the call it was confirmed that the patient saw the standard home screen, stimulation was confirmed to be on, and the patient programmer battery icon was full. The patient confirmed that they were able to increase stimulation while on the call. The patient services agent tried to have the patient power off the programmer, power it back on, and sync it to recreate the screen but it was unsuccessful. There were no patient symptoms reported. This issue started on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The last time the hcp saw the patient was (B)(6) 2017. The patient's weight was provided. No further complications were reported.